Event description:
Related manufacturer number: 2135147-2019-00197, 2135147-2019-00199, 3008452825-2019-00304. On (B)(6) 2019, a 28mm amplatzer amulet (lot: 6899263) was selected for implant. During device preparation, no resistance was noted while assembling the amulet. After inserting the loaded sheath (lot: 6724099) into the patient, the device was noted to be kinked. The devices were removed from the patient, the delivery system was exchanged (lot: 6834596) but this sheath also became kinked. The transeptal puncture was performed for the second time (lot: unknown) to access the appendage. The sheath and amulet were both exchanged (ds lot: 6912461, amulet lot: unknown) and deployed. The device was resheathed for repositioning and the device was successfully deployed. The patient became hypotensive, and an ultrasound was performed which revealed an effusion resulting in a tamponade. A pericardiocentesis was performed to stabilize the patient. The patient is reported to be stable.

Manufacturer narrative:
An event of a kinked sheath and effusion resulting in tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined